Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had cracks and missing pieces on their insulin pump. The customer's blood glucose was 127 mg/dl. The customer stated that the cracks were on the corner of the insulin pump's screen and there was a piece missing from the reservoir compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.